Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing using the subject device at the user facility, it was found that the power of the subject device was not turned up. The user facility replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon (power up failure) could not be duplicated. In addition, it was found that the power of the subject device was turned off automatically approximately two hours after start-up due to the failure of the printed circuit board, and also found that no image displayed on the screen of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomena (power up failure and turned off after start-up) was caused by the failure of the printed circuit board due to the accidental failure of the components on the printed circuit board. If additional information is received, this report will be supplemented.